Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, when the right ventricular (rv) lead was positioned in the ventricle and the helix was extended, high thresholds were observed. It was decided to reposition the lead, however the rv lead helix would no longer extend. A replacement rv lead was chosen and implant. It was also reported that while attempting to implant an left ventricular (lv) lead, the lv lead became stuck on the guidewire and would not advance any further. A replacement lv lead was chosen and implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. The analyst noted the helix does not extend due to the driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.